Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displays error code 46510 when powered on. The event occurred during testing.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The visual inspection found damage to the downstream occlusion(dso) seal. The probable root cause is due to the defective printed wire assembly(pwa). The dso and pwa were replaced.